Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's device arrived with a gross particulate filter installed. Tobacco contamination was observed in the unit. Unit will be scrapped, and all components will be disposed of due to tobacco contamination. Unit is not needed for internal stock.